Event description:
Boston scientific received information that the patient with this implanted system developed severe bacterial endocarditis and as a result, the device and all leads were explanted and antibiotics targeting gram positive organisms administered. During this hospital stay, the patient passed away due to renal failure; however, it was reported the patient did exhibit impaired renal function and several other co-morbidities. None of the explanted products are intended to be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.